Manufacturer narrative:
After installing the battery tester the unit shows low power battery sign and no key function due to c13 voltage leak on interface board. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump¿s batteries not always lasting 7 days. No harm requiring medical intervention was reported. The insulin pump was not returned for analysis.